Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported cannot charge even when plugged into ac power outlet. Fse have confirmed the reproduction. When checking the inside of the device, a problem with the power supply of the power supply unit was confirmed. Fse replaced power supply unit (d014-00-0033-05). After the part was repaired and replaced, the problem no longer occurred and charging was possible without any problems. After that, a functional inspection revealed no problems and the results were good.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g1, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra aoritc balloon pump (iabp) cannot charge the batteries even when plugged into ac power outlet. There was no patient harm reported.